Event description:
Patient reported the infusion device shut down without providing an alarm. The battery was changed 2 days before the event, and the infusion device "worked good." Patient reported it was impossible to turn on the infusion device. Infusion device was replaced and requested for evaluation. No physiological effects were experienced. The patient did not require assistance from a health care professional or second party to address the issue. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.